Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Patient reported, the display on the infusion device is defective. Patient stated, the display has black lines in the middle and around, probably pixels are damaged. Patient reported, the issue occurred 3 days ago and that the display is not readable. No further information was provided. No physiological effects were reported. Patient did not report needing assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.